Event description:
Customer returned the device for evaluation and repair of a hole in the distal end. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that that foreign material was exiting from the auxiliary water channel (j-tube). The foreign material could not be removed completely as the buckling of the channel or nozzle. This medwatch is being submitted for the presence of foreign material in the j-tube, as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that foreign material was exiting from the auxiliary water channel (j-tube). The foreign material could not be removed completely as the buckling of the channel or nozzle. Other observations for the device: due to a pinhole on distal end rubber coating (a-rubber) and a pinhole on the channel tube, water tightness is lost; suction cylinder has discoloration; distal end cover (c-cover) has a crack; light guide lens has a crack; adhesive on a-rubber has a crack; and due to deformation of bending tube, bending angle in right direction does not meet the standard value. The user¿s complaint of hole in the distal end was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4: corrected UDI to (B)(4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material came out of auxiliary water channel, however, the specific material could not be identified. It is likely the event occurred because reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing. Olympus will continue to monitor field performance for this device.